Event description:
While attempting to start IV on patient, IV kinked and blew then tried to remove IV catheter and the IV cath had catheter shear approximately 1/2 of cath left in patient arm. No additional information was provided by the end user facility after several attempts were made to the facility requesting additional information.

Manufacturer narrative:
The actual device in this incident was not returned to the manufacturer for evaluation. Without the actual samle a complete investigation could not be performed. Voice mails were left for the end user facility on 9/7/06, 9/11/06, and 9/12/06, requesting additional information and the availability of the sample. No response was received. Incidents of this nature can usually be attributed to partially removing and re-inserting the cannula through the catheter thereby rupturing the catheter wall. All available information has been provided to the actual manufacturer, b. Braun medical industries.